Event description:
It was reported that pump touchscreen became cracked and shattered after customer bumped pump into wall, railing, or counter, resulting in unresponsive and illegible screen so pump could not be used. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode, reenter pump settings and reconnect continuous glucose monitor on replacement pump, and was sent replacement pump under warranty with instructions to return damaged pump using prepaid label within 10 days, which customer understood and acknowledged.